Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the patient had a fatty leg which resulted in extended burn times for the hp2. As a result, the cutting wire came apart from the jaws of the cutting tool but remained connected at the base of the jaw. This rendered the cutting tool unusable. This is a common long standing problem with the hp2. Another device was opened and the case was completed without further incident. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode.